Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. A customer reported that the sensor failed to alarm when their glucose level was low and as a result, they experienced a loss of consciousness. The customer was unable to self-treat and a non-healthcare professional obtained an unspecified blood glucose result and administered glucagon injection for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. A customer reported that the sensor failed to alarm when their glucose level was low and as a result, they experienced a loss of consciousness. The customer was unable to self-treat and a non-healthcare professional obtained an unspecified blood glucose result and administered glucagon injection for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and no issue were observed. Reader was tested for volume and vibration settings and all results were within the specifications. The isf (interstitial fluid) data was downloaded using approved software and tested the data. All results were within the limits. Alarm was not displayed when glucose values were outside the threshold range. Ble (bluetooth low energy) functionality test was also performed by pairing with known good sensor and found that 5 ble packets were successfully received after few minutes. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. A customer reported that the sensor failed to alarm when their glucose level was low and as a result, they experienced a loss of consciousness. The customer was unable to self-treat and a non-healthcare professional obtained an unspecified blood glucose result and administered glucagon injection for treatment. There was no report of death or permanent impairment associated with this event.